Event description:
The patient had two endeavor sprint drug-eluting stents implanted in the lad and 1st diagonal branch during the index procedure. It was reported that approximately 20 months post the index procedure the patient death occurred; cause of death unknown. The investigator has indicated that the event was possibly related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Event description:
It was reported that the patient suffered an mi which resulted in the patient death. The investigator has indicated that the mi was possibly related to the study stent.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (mi).